Event description:
The customer reported that falsely elevated enzymatic carbonate (eco2) results were obtained on multiple patient samples on a dimension exl with lm integrated chemistry system. The initial results were not reported to the physician(s). The samples were repeated on an alternate dimension exl with lm integrated chemistry system. The repeat results were considered correct and reported to the physician(s). There is no known reports of patient intervention or adverse health consequences due to the falsely elevated eco2 results.

Manufacturer narrative:
A united states (us) customer contacted siemens customer care center (ccc) and reported that a dimension exl with lm integrated chemistry system outputted out of range quality control (qc) and falsely elevated enzymatic carbonate (eco2) results on multiple patient samples. The customer centered the sample probe connection and reagent 1 (r1) and reagent 2 (r2) probe tubing nut at transducer housing and checked reagent 3 (r3) probe tubing nut centered at transducer housing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, inspected cuvette film manufacturing, system fluidics and noted broken sample drain waste line/fitting, replaced sample drain, and performed preventive maintenance. Then, the cse resolved the "water bottle not filled" error, repaired reagent 3 (r3) water line tubing, noted malfunctioned sample drain, replaced sample drain, aligned sampler, removed, and blew new wells on reagents, and ran qc, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR on 07-jan-2025. Additional information (07-jan-2025): in addition to the service activities mentioned in the initial report, the customer service engineer (cse) replaced the sample drain tube. Siemens reviewed the event and concluded that inadequate water supply to water bottle due to reagent 3 (r3) water line tubing interruption potentially contributed to the event. The component code and investigation conclusions code in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.